Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure. According to the complainant, during preparation, the brush bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device revealed that the pull wire was kinked at the distal end. The bristle portion of the brush was present, properly formed and with no issue. The complaint was not consistent with the reported event of brush bent. Therefore, the most probable root cause for this failure is handling damage since the issue was noted during preparation. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure. According to the complainant, during preparation, the brush bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.